Manufacturer narrative:
(B)(4).

Event description:
The patient was status-post cardiac surgery when high pacing threshold and low lead impedance were observed during follow up. A cardiac perforation was confirmed via x-ray and reported to be due to the cardiac surgery procedure. The lead was explanted and replaced. Additional information has been requested but not yet received.

Event description:
The patient was status-post cardiac surgery when high pacing threshold and low lead impedance were observed during follow up. A cardiac perforation was confirmed via x-ray and reported to be due to the cardiac surgery procedure. The lead was explanted and replaced. The patient is stable and the perforation is considered resolved.